Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they does allege pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 389 mg/dl. Customer's current blood glucose is 254 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted.